Event description:
Patient was admitted to the ICU due to high bg's and ketones.

Manufacturer narrative:
During further troubleshooting with pt, pt informed tandem that she recently has made multiple changes to her settings that were not recommended from her health care practitioner (hcp). Tandem's clinical diabetes specialists (cds) has been in contact with patient, patient's family and patient's hcp and has indicated pt is resistant on following the recommended change frequencies for infusion sets. No product has been returned for eval. Should product be returned for eval a follow up MDR will be submitted.